Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was discarded by the facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and referring to known similar events, it was presumed that unidirectional torsion and/or repeated pushing/pulling manipulation likely applied on the guide wire while its tip was being caught by the small perforator. When the accumulated stress exceeded the product's design limit, it led the guide wire to become fractured and separated. It was concluded that this event was not attribute to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified cto in the obtuse marginal branch of the left circumflex artery. The tip of the sion blue guide wire was advanced to the lesion when it went into a small perforator branch of the obtuse marginal and became entrapped. With modest rotation the wire tip fractured. Obtuse marginal was stented along with distal circumflex bifurcation; the obtuse marginal stent covered the wire fragment. There was no perceivable harm to the patient.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.